Event description:
The pt was revised because of painful hardware. It was noted the pt was fully healed.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product lot code required to retrieve the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the info provided. It is unk how long the product was implanted prior to removal, though it was noted that the pt had fully healed. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.